Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material that adhered/clogged in air/water-channel and air/water-cylinder remained due to insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the air/water cylinder had foreign objects. The additional evaluation findings are as follows: grip had a scratch, air/water cylinder had no color, switch box had a scratch, due to wear of knob wire, forceps lever had a play, due to wear of angle wire, the play of upward/downward knob was out of the standard value, distal end has corrosion, light guide lens had a crack, bending tube was deformed, connecting tube had a scratch, adhesive around objective lens had wear, there was corrosion around forceps elevator arm, and the universal cord had a scratch. It is most likely that the reported event was due to insufficient cleaning. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the evis exera iii duodenovideoscope had a defective distal end. The device was returned for evaluation. During the device evaluation, it was found that the air/water tube had foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.